Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since (B) (6) 2009 the pt has no longer been able to hear well with his device. He is only able to hear very loud noises, which cause him pain. Prior to that the pt showed good results. Testing was carried out on (B) (6) and (B) (6) 2009 which showed both times 'poor coupling'. No accidents reported.